Event description:
It was reported that the patient developed several gi bleeds, was off anticoagulation, and was admitted to hospital. Ldh was 5000 and vad team suspected acute thrombus. The patient was not a candidate for pump exchange. It was reported that the patient's expired on (B)(6) 2014 due to withdrawal of care following multisystem organ failure.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.